Event description:
It was reported that the spd coordinator handed the device to the sales rep and stated it didn't work. No further info can be attained from the facility. No consequence occurred. It was not reported how the case was completed. Pt info was unavailable.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was received with a loose mount. The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Causes that may contribute phase margin being out of specification are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the mfg process.